Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit confirmed that the bladder ruptured in a non-footed position. As a result of the rupture, approximately 5 ml of solution collected in the housing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report regarding one (1) ce infusor lv5 device which reportedly leaked during patient use. When the patient returned to have the 46hour infusor discontinued, the nurse noted approximately 5ml of 5-fu at the bottom of the bottle. There was no report of patient injury or medical intervention. No additional information is available.